Event description:
It as reported that a patient underwent a hernia repair procedure on (B)(6) 2022 and suture was used. The doctors strictly carried out aseptic operation before and during the surgery. On the 4th day after surgery , the doctor found that the patient's surgical incision was inflamed and painful, and there was seepage and pus on the skin when opening the surgical incision. The suture was removed completely, and the surgical incision was cleaned with hydrogen peroxide for aseptic dressing change, and the gauze was filled and drained. On the 9th day after surgery , the doctor found that the surgical incision was not inflamed, the seepage was significantly reduced, and there was no pus. The surgical incision healed well 7 days after the aseptic dressing change. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical or surgical intervention performed including medication name and results. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? -unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?-unk. Were cultures performed? If so, please provide the results.-unk. Please describe any medical or surgical intervention performed including medication name and results.-unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure-unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?-unk. What is the patient's current status? Surgeon¿s name? -unk. Product lot number?-unk.